Manufacturer narrative:
Event date is unknown. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the filter of an extension set during an unspecified chemo infusion. There was no patient harm.